Event description:
Healthcare professional reported 2 days after injection with juvederm ultra xc in the lips, nasolabial folds, canine fossae, and "marionette shadows", the pt called the healthcare professional reporting "slight tenderness" in the left nasolabial fold area and a "small blistery rash in the mid portion" of the nasolabial fold and lateral to the pt's "ala". Healthcare professional requested the pt return to the office for assessment; upon review, pt was diagnosed with an "early stage of occlusion" and immediately treated with "hyalase", warm packs, aloe vera gel, and keflex. "The pt settled and [their] skin returned to normal status within the week".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of an "early stage occlusion" involving a "small blistery rash" and tenderness is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.